Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently did not note that the patient underwent a battery replacement d6b if explanted, give date, corrected data: initial report inadvertently did not provide the explant date h6 adverse event problem, corrected data: initial report inadvertently did not code 'f1905' for health effect-impact code.

Event description:
Additional information received noting that the increased seizures and status were assessed to be related to low battery, and they were above pre-vns baseline levels. The patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
The patient has been experiencing an increase in seizures, and their battery was later found to be at neos (near end of service) =yes. The patient was admitted to the hospital due to the seizures on (B)(6) 2023 and had their medication adjusted. It was also reported that the patient had an instance where they experienced an 8-minute-long seizure. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.